Event description:
The surgeon reported via the sales rep who was present at the triathlon ts revision case that the reinforcement pin was missing from the packaging of the tibial insert. The rep reported that while the cement was setting he telephoned marketing contacts, regional managers and sales rep to ask for advice but was unable to reach anyone so based on his knowledge at the time informed surgeon that a post was not needed for a size 2 insert. The rep further reports that surgeon continued and closed the patient. The rep further reports that he was then able to speak to the marketing team who confirmed that there should have been a pin with the insert. The rep reported that surgeon then spoke to the UK knee marketing manager who advised that the post from another insert of the same thickness could be used. The rep reports that the patient was brought back into theatre, between 2-3 hours after they left from the first procedure, that the wound was reopened and the pin inserted. The rep reports that this procedure took 5-10 minutes.

Event description:
The surgeon reported via the sales rep who was present at the triathlon ts revision case that the reinforcement pin was missing from the packaging of the tibial insert. The rep reported that while the cement was setting he telephoned marketing contacts, regional managers and sales rep to ask for advice but was unable to reach anyone so based on his knowledge at the time informed surgeon that a post was not needed for a size 2 insert. The rep further reports that surgeon continued and closed the patient. The rep further reports that he was then able to speak to the marketing team who confirmed that there should have been a pin with the insert. The rep reported that surgeon then spoke to the (B)(4) knee marketing manager who advised that the post from another insert of the same thickness could be used. The rep reports that the patient was brought back into theatre, between 2-3 hours after they left from the first procedure, that the wound was reopened and the pin inserted. The rep reports that this procedure took 5-10 minutes.

Manufacturer narrative:
The event was not confirmed as the device and packaging were not returned for review and no medical records were provided for review. Review indicated that all devices accepted into final stock conformed to specification. Complaint history review: a complaint history review indicated that there have been no similar events for the reported lot. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics in order to confirm the reported event. Additionally, the investigation in house determined that the 100% pvs scan would have detected this failure during the packaging process.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Implanted.